Manufacturer narrative:
Device history record (DHR): the DHR shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it passed all specific functional testing requirements, except for the lock having rotational and lateral movement. When the unit is properly positioned and put under pressure, the unit will function properly. Evaluation found no device deficiencies that would have contributed to the reported complaint. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tensioning side of the mayfield modified skull clamp (a1059) failed after the patient was positioned prone and the tension released causing the clamp to loosen and the patient's head to no longer be supported.this required urgent repositioning to supine to exchange the clamp to a different one. Additional information received indicates that this occurred during posterior thoracic open spine procedure, and that there was an estimated 20 minutes delay in surgery. There was no patient injury reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a